Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve dislodged to 20 mm. The val ve remained stable, but mild to moderate paravalvular leak (pvl) was noted. Subsequently, a valve-in-valve was performed. No additional adverse patient effects were reported.